Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. Evaluation description:failure event observed during analysis. Final analysis found insulation abrasion breaching the ring electrode cable lumen at 71.1cm to 71.3cm from the connector pin. Reliability laboratory technician (B)(6).